Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. After evaluation of the instrument and instrument data, the cse proactively replaced sample probe 3 and reagent prep probe. The cause of the discordant, falsely low bun result is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely low blood urea nitrogen (bun) results were obtained on patient samples and quality controls on a dimension vista 1500 instrument. The discordant results were reported to the physician(s). Eight samples were tested from a new flex well on an alternate dimension vista, resulting higher. Two of the eight samples were repeated on the original instrument, resulting higher. Two other samples were tested from the same flex well on an alternate dimension vista instrument, resulting higher. The repeat results were not reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely low bun results.